Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received not deployed. The slide insert was not in the viewing window and the linkage assembly was in the not deployed state. The download data showed that the device completed 34 pulses, 24 of which were first prime pulses, before being deactivated. No timeouts were observed in the during the run, however a rotational sensor malfunction occurred during the priming process. Upon opening the device, the firing flat was not near the release bar after going through first and second prime, indicating that the priming sequence did not get completed as intended. The device was reran; the rerun saw similar rotational sensor malfunctions during the run. Investigation of the device found no damages or deficiences that would result in the rotational sensor malfunction. The device did not deploy due to the rotational sensor malfunctions causing first prime to end early and there for not deploying the ratchet gear as intended. No other damages or deficiencies were observed during the investigation.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to pd1c07262111. Expiration date changed from unavailable to 1/26/2023. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h(4): device mfg date changed from unavailable to 7/26/2021.